Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. Device 3 of 6. (B)(4).

Event description:
It was reported that the product "starter hole is off center". Photographs received from complainant of the reported complaint issue. Product was not used, no harm reported.